Manufacturer narrative:
H.6. Investigation: one photo was received and evaluated. The photo depicted a loose 3ml syringe. The barrel was observed to have severely skewed and cutoff partially printed scale markings. No hole or cracks were visible in the barrel. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0010103 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for the scale marking defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 0010103 is considered in compliance with our product specification requirements. H3 other text : see h.10.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip scale markings were off, had a hole in it, and leaked. This was discovered during use. The following information was provided by the initial reporter: material no: 309657; batch no: 0010103. It was reported that the customer customer found a hole in their syringe when it started leaking insulin from it when tying to fill up syringe. Number of occurrences - [1]. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is available for investigation. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further follow up is required.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip scale markings were off, had a hole in it, and leaked. This was discovered during use. The following information was provided by the initial reporter: material no: 309657 batch no: 0010103. It was reported that the customer found a hole in their syringe when it started leaking insulin from it when tying to fill up syringe. Number of occurrences - [1]. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is available for investigation. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further follow up is required.